Event description:
It was reported that a patient presented with externalized conductors noted on the right ventricular lead, confirmed with x-ray imaging. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.